Event description:
Customer stated, the during a procedure the drill disassembled. No parts of the drill came in contact with the patient. The procedure was completed successfully with another drill. There was no medical intervention and minimal delay alleged with this event.

Manufacturer narrative:
Device investigation revealed that the angled motor swivel was worn, which resulted in the disassembly of the device.